Event description:
Customer reported the system was not lifting. No patient injury was reported.

Manufacturer narrative:
The service rep removed and replaced lift 24 vdc power supply. The system operates as intended.